Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/modem was resetting and was unable to charge a battery pack. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller and an open y1 crystal oscillator on the bedside pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor reported that a patient's charger/modem was unable to charge a battery pack.